Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: implantable neurostimulator.

Event description:
Additional information previously not reported was that the migration was on the right side. The migration was secondary to hypertrophic bone growth at cranial caps. This led to replacement of the lead.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_ext, serial # unknown, implanted: (B)(6) 2015, product type extension; product ID 748240, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2015, product type extension; product ID 37602, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator. (B)(4).

Event description:
The manufacturer representative reported there was a lead migration. There were no symptoms or patient outcome reported. The indication for therapy was parkinsonian tremor. If additional information is received, a follow-up report will be sent.